Manufacturer narrative:
The device was evaluated on (B)(6) 2015 by carefusion rental company (B)(4) however customer advocacy did not become aware of the investigation until (B)(4) 2015. (B)(4) was unable to verify the reported failure and the device met all specifications.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that ¿this rental vent will not calibrate (no patient involvement). They were performing the patient circuit calibration and found that with the side screw all the way to the max; the highest mean airway pressure was 38cmh2o. They checked for leaks and replaced the circuit as well as the cap diaphragms but this did not resolve the issue.¿